Event description:
An olympus represnative reported the universal cord on the loaner endoeye flex deflectable videoscope was damaged. During the inspection and testing of the returned device, the adhesive on the object lens was peeling. There were no reports of patient harm associated with this event.this medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a cut on the universal cord, which caused the water tightness to be lost. In addition to the findings reported in the event, the bending section cover was scratched, the bending section cover adhesive was chipped, the video connector was deformed and the label on the light guide connector was peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.